Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post implant patient experienced phrenic nerve stimulation and diaphragmatic nerve stimulation. It was also reported that the right ventricular (rv) lead dislodged resulting in rv perforation. The rv lead also exhibited non-capture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.